Event description:
A pt "had adverse reactions to the e-beam dialyzers". It was reported that the pt had an episode of hypotension with bp of 96/49 and a blood sugar of 71 and the pt "experienced a seizure". An EKG was performed and pt was transported to the ER but was not admitted to the hosp. Treatment sheets requested at this time and recieved by ps 4 days later. Additional info taken from treatment sheets as is follows: in 2005 pt arrived at facility for hemo tx. Pt complained of cough and stated she had difficulty catching her breath this weekend. (It was noted in treatment sheets this pt experienced high temps after dialysis over the past month). Acetaminophin 650mg po and benadryl 12.5 mg IV given as ordered. Pt has also received dose of mannitol 50ml for hypotension, 100 mg venofer IV, epogen and zemplar as ordered at 0815. Md notified and dialysis treament completed and pt transported to ER post treatment for eval but was not admitted. Pt has been changed to a non e-beam dialyzer. No sample available.